Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Not available.

Event description:
It was reported that, "mr (B)(6), operating room manager at the clinic, reported the following event to (B)(4), sales rep: "during a surgery, dr (B)(6)t used a reamer size 9. When removing the reamer, the part that reams got blocked into the vertebral disc and the handle of the reamer remained into the surgeon's hand. Dr (B)(6) managed to extract the part which was into the patient." Surgery was completed successfully and no adverse consequences were reported."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the return device was visually inspected upon return. The tip of the instrument broke. It is no longer functional. Functional inspection: due to the age of the instrument and the high number of usages a dimensional inspection was deemed unnecessary. This instrument was in the field for almost 13 years. Device history review: the manufacturing batch records were requested but they were not found. (B)(4). We can note that the dimso logo is laser engraved onto the instrument and the howmedica logo onto the blue handle. Complaint history: since march 2004 we have identified 4 complaints related to this event including this one. Conclusion: the return device was visually inspected upon return. The tip of the instrument broke. It is no longer functional. This instrument was entered in inventory in may 2000. All instruments were sent to the field in 2000. Hence this instrument was in the field and used for almost 13 years. We can assume that the bending of one of the blade is due to many uses cleaning sterilization and wear it may have been submitted to through years of service in the field.

Event description:
It was reported that or manager at the clinic, reported the following event to sales rep: "during a surgery, surgeon used a reamer size 9. When removing the reamer, the part that reams got blocked into the vertebral disc and the handle of the reamer remained into the surgeon's hand. He managed to extract the part which was into the patient." Surgery was completed successfully and no adverse consequences were reported."